Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced prolonged hyperglycemia after changing infusion supplies, with continuous glucose monitor readings up to 366 mg/dl and a capillary blood glucose of 375 mg/dl, and no insulin leakage observed; the user later changed supplies again and confirmed use of a steel infusion set, performed a ketone test, and calibrated the sensor, after which glucose values trended down to 194 mg/dl. Symptoms included no reported acute clinical effects. Outcomes included elevated glucose outside target range for more than three hours without hospitalization or external assistance. Investigation included phone-based troubleshooting, review of device history entries, guidance on supply replacement, assessment for occlusion indicators, confirmation of meal announcement, calibration steps, and instruction on ketone testing. Investigation of this case revealed no ketones, no occlusion evidence, and correction with continued system use and supply replacement. It was concluded that the event was hyperglycemia with unclear cause and that user education and supply change resolved the issue. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.